Event description:
It was reported that the right ventricular lead had an apparent lead fracture. It was also reported that the lead alert tripped due to non-sustained ventricular tachycardia and oversensing. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the full lead was returned in segments and analyzed. No anomalies were found. It was noted the defibrillation conductor was distorted. Several conductors had blood/body fluid (not obstructed). The outer insulation was melted and had cosmetic environmental stress cracking. There was a white substance on the exposed defibrillation coil. A cosmetic depression was noted on the outer insulation. There was blood in/on the helix/lobe mechanism. Visual analysis noted there was apparent explant damage.